Manufacturer narrative:
Ocd performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. Retain and batch review were satisfactory. Complaint reviews could not rule out a trend for missing anti-e with one of the donors. This donor was permanently deferred from future use. Sample was not returned to ocd for further investigation. (B)(4).

Event description:
Report 4 of 4. During troubleshooting of a sample later identified with anti-e (report 1 of 4), customer performed additional testing with "known e+ plasma" and stated 3 out of 7 known e (B)(6) samples failed to react with (B)(6) resolve panel a lot # vra246. Customer tested the donor cells (#3 and #6 from (B)(6) resolve panel a lot vra246). Daily qc was performed and all results were acceptable. All testing were performed using mts anti-igg gel cards. Issue started on: (B)(6) 2016; reported: (B)(6) 2016. Methodology used: manual gel. Incubation time (for manual test only): 15 min. Test repeated: yes, using original work-up. Cards /cassettes/ storage condition temperature: as per IFU. Visual appearance before use: acceptable. Reagent red blood cell storage and handling: as per IFU. Pipette used: all mts compatible equipment. Cts discuss titer level of antibody and donor e+ cells. However, customer felt that the e+ cells should have reacted with antibody.